Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) kept failing after site upgrade to version v11.1 and the bio ID flashed multiple times before login or failure. A field service engineer (fse) replaced the old-style bio ID with new bio ID to resolve the issue and tested in diagnostics and application successfully. Further, the fse also found zebra label printer was not printing and corrected the settings to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier scanner required maintenance. Staff were required to use two witnesses to log in. The station got an upgrade 4 to 6 weeks ago, and issues had been occurring since the upgrade. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.